Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are used in products that are sold in the united states by b. Braun medical, inc no sample has been returned for investigation. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in china: head end broken in patient's body

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are used in products that are sold in the united states by b. Braun medical, inc. We received one used period. Catheter welded 20g"s-o"s-tip out of an espocan + ds+pst+penc 0.42x138,5mm 27g without packaging. The returned sample was taken to a visual examination. At the sample the soft-tip is missing. Further damages were not detected. The tip of the catheter was measured according to the drawing. Length of the tip: nominal: 5 +4/ -0 mm actual: 3.9 mm outside diameter of the tip: nominal: 0.4 actual: 0.42 the returned sample is not within our specification. We have informed our manufacturing department accordingly. At present, we judge this to be an isolated incident. We assume the fusion process between the pebax and the catheter was not performed. After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period. This fault is caused by a human mistake and was not noticed in the final inspection. To avoid recurrence of this fault, the involved manufacturing personnel has been retrained to pay attention to this possible source of error (cw 49).